Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the farawave catheter was prepared per IFU and used for ablation in the left upper pulmonary vein without issue. When repositioning to the left lower pulmonary vein using a guidewire, the physician reported the wire became stuck and could not be advanced independently. The catheter and wire were removed together. Upon removal, the wire was found to have a partial outer-coil fracture but remained intact. The catheter functioned normally outside the body. Both devices were replaced, and the procedure was completed successfully with no patient injury.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. No lot number was provided, so no device history record review or complaint database could be performed.